Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure due to stress urinary incontinence and mesh was implanted along with concurrent vaginal hysterectomy and cystotomy repair. It was also reported that following insertion the patient experienced pain, erosion, extrusion, bleeding, infection, urinary/bowel problems, recurrence, dyspareunia, neuromuscular problems and vaginal scarring. No additional information was provided. (B)(4).

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with cystoscopy.